Event description:
On (B)(6) 2010, pt reported she was off infusion device, by choice, for 10 months and was using injection therapy. Pt chose to restart infusion device on (B)(6) 2010 due to being gestational. She did not have insulin cartridges and found old cartridges in a zip-lock bag from a previous infusion device system. Blood glucose elevated to 150-200 mg/dl or higher on (B)(6) 2010. Target blood glucose is 80-120 mg/dl. Pt self-treated hyperglycemia by bolusing or giving a manual injection. She also noticed insulin in the cartridge compartment of infusion device and air bubbles in the insulin cartridge. Infusion set is changed every 3 days. Adapter has never been changed. Insulin was not warmed to room temperature before cartridge was filled. Air bubbles were first noticed when cartridge was filled and again when cartridge was removed. There was no blood in the infusion set. Infusion set had not become dislodged or disconnected. Pt believed insulin cartridge was leaking; she reported cartridge looked larger and did not fit properly. She did not attach the adapter or infusion tubing to cartridge before it was inserted in infusion device. Advised to do so. Pt dried cartridge compartment with a cotton swab. There was no visible damage to insulin cartridge. Insulin cartridge and adapter were replaced and requested for eval. Complimentary infusion set samples and battery key were also sent. The pt did not require treatment from a health care professional or second party to address the issue.